Event description:
It was reported by the customer that the device has a defective "joystick". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.